Manufacturer narrative:
Additional information provided: (2)pri tubing;8110;10014914, therapy date (B)(6) 2020. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that during an infusion of norepinephrine at a rate of 3.2mg , vtbi of 50ml, the pump module had a calibration error at about 3:30am and stopped infusing. The pump started beeping (like the ¿infusion complete¿ tone), the bedside ECMO specialist and the rn went to investigate and saw an error message saying: "calibration error¿ and the channel stopped infusing. The staff was unable to reprogram the syringe channel or turn it off. The norepinephrine was quickly switched out and restarted on the closet channel (which happened to be channel c on the same brain). The patient had a momentary drop in pressure requiring a temporarily increase in norepinephrine dosage. The patient was given a couple of minutes to allow her pressure to settle out and then the previous dosage was resumed.

Event description:
It was reported that during an infusion of norepinephrine at a rate of 3.2mg , vtbi of 50ml, the syringe module had a calibration error at about 3:30am and stopped infusing. When the device started beeping (like the ¿infusion complete¿ tone), the bedside ECMO specialist and the rn and saw an error message: "calibration error¿ and the channel stopped infusing. The staff was unable to reprogram the syringe channel or turn it off. The norepinephrine was quickly replace and restarted on channel c on the same pcu. The patient had a momentary drop in blood pressure requiring a temporarily increase in norepinephrine dosage. The patient was given several minutes to recover, the blood pressure returned to normal and the previous dosage of norepinephrine was resumed.

Manufacturer narrative:
Information requested, however not received. The reported issue that during an infusion of the drug norepinephrine the module had a calibration error and stopped infusing was confirmed. Physical of the device noted the split nuts had thread damage. No other issues or anomalies were observed. Log analysis shows an infusion of the drug norepinephrine was running on the date of (B)(6) 2020. The dose had been increased to 0.08 mcg/kg/min (rate=1.77ml/h) with remaining vtbi at 26.894ml from a monoject 60ml syringe at the time of 4:01am. The volume infused while recorded at 1.3107ml was cleared at 4:03am. The programming setup was reviewed at 4:15am with no changes made. The spm alarmed ¿syringe calibration required¿ at 4:22am with error code 351.6660.0 recorded in the error log. Functional testing at the incident parameters replicated the ¿calibration required¿ alarm with error code 351.6660.0. The root cause for the reported calibration error during an infusion of the drug norepinephrine is attributed to damaged split nut threads.

Manufacturer narrative:
Additional information provided: a.1 & b.5.

Event description:
It was reported that during an infusion of norepinephrine at a rate of 3.2mg , vtbi of 50ml, the syringe module had a calibration error at about 3:30am and stopped infusing. When the device started beeping (like the ¿infusion complete¿ tone), the bedside ECMO specialist and the rn and saw an error message: "calibration error¿ and the channel stopped infusing. The staff was unable to reprogram the syringe channel or turn it off. The norepinephrine was quickly replace and restarted on channel c on the same pcu. The patient had a momentary drop in blood pressure requiring a temporarily increase in norepinephrine dosage. The patient was given several minutes to recover, the blood pressure returned to normal and the previous dosage of norepinephrine was resumed. It was noted that total parenteral nutrition (tpn) was running on channel a while lipids was infusing on channel b.